Event description:
Symptoms/ae: leg pain, occlusion, surgical repair. Time of malfunction: after vessel closure. Device malfunction: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of a heavily calcified common femoral artery after an iliac stenting procedure. Reportedly, seven hrs post procedure, the pt developed pain at the closure site. Exploratory surgery revealed an occlusion at the closure site due to calcified plaque. The starclose clip was surgically removed and the artery was surgically repaired. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.